Manufacturer narrative:
The device was not received for investigation. Therefore, we are unable to conclusively determine the root cause of the reported incident. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that there was continious blood loss after the shunt was positioned in the carotid artery with both balloons were inflated and the carotid artery was clamped. The surgeons found a leak in the yellow safety balloon. A replacement shunt was used to complete the operation. No other injuries or complications were reported to the patient.

Manufacturer narrative:
The device was received for investigation. The reported problem was determined to be user error. The sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen resulting in damage to the safety balloon. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any other complaints of a similar nature for devices from this lot. Note: inspection of the device was performed on 21july2025.